Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that the customer's belt case clip was bent and no longer securely holds the pump. The customer reverted to manual injections for insulin therapy and the pump casing was replaced. Customer¿s blood glucose level was 125 mg/dl.